Manufacturer narrative:
The field service engineer replaced the sample probe because it was dirty. He performed an alignment, adjusted the sample probe water rinse level, and ran precision testing that was acceptable. The customer verified all qc results were within the specified ranges. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable gluc3 glucose hk gen.3 result from the cobas pro c 503 analytical unit. The initial result was 5 mg/dl and the repeat result was 105 mg/dl from a cobas c501 system. The questionable result was not reported outside of the laboratory. The reagent lot number was 64350301 with an expiration date of 31-aug-2023.